Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell on (B)(6) 2026 and wondered if their stimulator had been affected. Patient said they had stopped feeling stimulation and had been having issues with their bladder symptoms for a little while before that. Patient said that they have an appointment with their managing physician next week. During call agent walked patient through connecting with implant and therapy was off. Patient said they don't know how therapy got off and said they must have accidentally turned therapy off. Patient was able to turn therapy back on and felt stimulation comfortably in their bicycle seat area.